Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 had been repeatedly failing. A field service engineer reset all connections for the cubie trays in the half height cubie drawer 1 to resolve the intermittent pocket failures the customer had been experiencing. Everything was working properly afterward, no parts were needed, and diagnostics confirmed that all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 kept failing. The customer confirmed that when attempting to recover it, the drawer would eject almost every cubie and prompt to push them back in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.